Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen [500 mcg/ml] at a rate of 64.96 mcg/day via intrathecal drug delivery pump for intractable spasticity. It was reported that the hcp has tried holding negative pressure and tried a new needle as well. The hcp maybe got a drop out when a spirating. The expected volume was 3 millilters (ml). It was also reported that they went through a vessel and got a tinge of blood, the hcp was not using the filter. A new refill kit was going to be tried to see if they could aspirate from the reservoir.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.